Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 sensor failed to pair with the ilet, leading the pump to prompt use of a new sensor; the user asked how to stop the pairing process and, after instruction to toggle between the g6 and g7 options, successfully initiated a new g7 sensor and was provided dexcom contact information for sensor replacement. Symptoms included no reported clinical effects. Outcomes included no reported impact on health, therapy interruption, or hospitalization. Investigation included user education and troubleshooting steps to resolve the pairing failure. Investigation of this case revealed a sensor-to-pump pairing failure that was resolved through device setting adjustments, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to pairing workflow and settings selection.